Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with the elecsys ft4 ii assay on a cobas 8000 e 602 module. The customer mentioned that other tests were affected, but provided no further details. The customer provided data for one patient sample with an erroneous ft4 result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with a ft4 value of 31.8 pmol/l, repeating as 15.4 pmol/l. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number and expiration date were asked for, but not provided. The field service engineer found a blocked wash station. He cleaned and unblocked the wash station. He later changed the measuring cells and adjusted the photomultiplier voltage.

Manufacturer narrative:
Qc prior to the event was within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.